Event description:
The customer reported that the system was not tracking. The system will not go past 50kvp. Also, a few images were black and some were bloomed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep regreased the candle sticks at tube and tank. He performed the heat soak test with no errors and checked the b+ batteries measured 175vdc. The rep looked at images with x-ray tech. Some images black but contrast and brightness were not correct. He checked error logs and found no errors. The date and time of black images were with digital shot and contrast and brightness not in auto. He checked operation tracking; all within spec. The rep checked cabling while xraying flexing at stress points with no loss of video. The system operates as intended at this time.